Event description:
It was reported that a hematoma occurred. The procedure was cancelled. During a watchman left atrial appendage occlusion (laao) procedure, a versacross connect laac was selected for use. During the transeptal portion of the procedure, the physician crossed the septum using the versacross radio frequency wire. It was noted that the wire was not behaving correctly and the physician noticed a drop in blood pressure. Imaging doctor noticed a hematoma forming in the left atrium. Protamine was given immediately. Patient remained stable and continued to be monitored while cardiothoracic (CT) surgeon was contacted and evaluated the patient. It was then decided to take the patient to CT surgery to evacuate the thrombus. There was no free fluid to be drained or aspirated. The patient remained hospitalized and was later discharged and was doing well. The device is not expected to be returned for analysis (disposed). The physician's belief that the difficult patient anatomy / imaging struggles were the contributing factors that led to this complication. The rf did not malfunction in any way.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.